Manufacturer narrative:
A device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the reported lot. The actual sample involved in the reported incident was not returned for evaluation. One used sample was received at the cardinal health site for evaluation. A visual and functional inspection was performed and found leaking between the cross spike and the tubing line. The complaint is confirmed. The root cause and action plan will be documented through a formal corrective/preventative action (CAPA) which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated that the tube feeding sets were leaking. The nurse hung a new feeding bag with a new set and it was leaking from the tubing and not from the bag. The nurse switched out the tubing to a new set (same lot number as leaking tube) and the leaking stopped. The nurse saved the tube feeding set that had the leak. While not officially reported through our safety first reporting system, the nurse also indicated that this same event with leaking tubing occurred the previous day. Nurse reported a total of three different sets that leaked at the insertion poi.